Event description:
On 3/6/97, the MFR received a report from its foreign distributor which states that upon inspection of the product on 1/29/97, it was noted that the device package contained a red fiber.